Manufacturer narrative:
H3, h6: "the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing of the console was unable to replicate this issue. All of the front panel and power management board hardware connections seem secure. A log file review was performed. The reported problem was confirmed. Log files and screenshots from 2023-10-03 show a system fault reading "front panel is faulty" after entering the cut femur stage and requiring the case to be exited. An electrical engineering discussion was performed. Assuming that no hardware fault contributed to this event, and with no evidence of a power surge which would have been caught by a separate pmb error, the next most likely fault would be external electrical noise interfering with the front panel processor. Since the front panel is run off of standby power, it is more susceptible to outside interference which could have caused a reboot or a temporary loss of communication. Although the reported problem could not be reproduced, a front panel error was confirmed to have occurred via log file records. While a definitive cause could not be established, one possible cause may have been due to external electrical noise or interference causing an interruption of communication between the power management board and the front panel processor. If the front panel lost connection for a short period of time or was forced to reboot, this would have caused the error message to appear and may have resulted in the front panel becoming unusable temporarily or until the console was rebooted. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka, the real intelligence cori required to be exited in the middle of the case and then proceeded to give a front panel error when attempting to renter case. Surgery was performed after a non-significant delay, changing to manual instrumentation. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).